Manufacturer narrative:
The complaint of a stick down/leak can be confirmed on the returned one (1) used. List #ia-c3332, 43 cm (17") ext set w/2 microclave®, clamp, rotating luer; lot #13496857. As received the silicone seal was stuck down on one (1) of the two (2) microclaves on the ia-c3332. The microclave was disassembled to evaluate the stick down. The seal on the microclave was torn on the top surface. The internal spike had a infusate ring staining the spike where the seal was stuck down. The windows were also partially bent. The directions for use (dfu) states: don¿t connect the female luer of this product¿s connector to the male connector of a syringe, infusion set, etc. Having a male luer taper measuring less than 1.55 mm or more than 2.80 mm in inside diameter (because the silicone seal in the female luer may be broken, resulting in leakage of drug solution and contamination). A device history review (DHR) for lot 13496857 and relevant commodities were reviewed and no non conformities were found that would have led to the reported complaint. D9: device returned on 7-jul-2023.

Event description:
The event involved a 43 cm (17") ext set w/2 microclave®, clamp, rotating luer which was reported to have leakage during infusion by clave connector. The valve of connector on the side-injection side, was observed to be recessed. Customer connected a syringe filled with water to a side-injection connector of and performed a liquid flow check. Leakage was confirmed at the interface between blue part and transparent part. The device was changed out/replaced with no further problems encountered. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.